Manufacturer narrative:
Update - type of reportable event changed from "serious injury" to "malfunction". (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported they had to go to the hospital 1.5 weeks ago in april 2018; stimulation was turned off in the hospital. They said their bladder was backing up into their kidneys. The patient called their healthcare provider (hcp) who recommended calling their manufacture representative (rep) for a device reset. As a result of what was reported, the local rep is being contacted. It was additionally reported that patient turned up stimulation amplitude form 2.0v to 2.2v because they had a sudden return of target urinary urgency and frequency symptoms. Patient was peeing every five minutes and could not move without peeing themselves. Patient confirmed they were diagnosed with a uti. Patient lowered their amplitude back to the original setting of 2.0v. Patient was prescribed medication for the uti. No further complications were reported.

Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). Over the last five years, the patient's urinary tract infections (uti) have been treated by their primary care doctor; they have been diagnosed with chronic utis and the cause of them are not known. The patient was initially seen by their managing hcp in early 2017. No further patient complications have been reported as a result of this event.